Event description:
A malfunction was reported on the pump with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised they could continue to use the pump while being instructed to call back if the issue returned.